Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was received for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving baclofen (1200 mcg at 260 mcg/day) via an implantable infusion pump. It was reported that the patient started having withdrawal symptoms starting in (B)(6) 2018. A failed catheter dye study occurred on (B)(6) 2018; the patient's dose was decreased afterwards and they continued to have withdrawal symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was reported that a catheter revision was performed. During the surgery the healthcare provider (hcp) noted that the 8578 had separated at the sleeve that connects the sutures connector to the pump segment and the medication was being dispensed into the pump pocket. A new 8578 was placed. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the 8578 catheter/sc connector found that there appeared to be a material failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) provided the initial reporter information. No further complications have been reported as a result of this event.